Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6). Clinical notification received for revision of the left total knee to address infection date of implantation: (B)(6) 2017, date of revision: (B)(6) 2021, (left knee). Treatment: explantation of all implants. Product details: catalog: 196040400, lot: 8530613, description: sigma hp post/stab fem lt sz 4; catalog: 129433140, lot: 8556869, description: mbt cemented keel sz 4; catalog: 196192142, lot: 8433915, description: aox ps/rp tibial insert sz 4 12.5mm; catalog: 960102, lot: 8535628, description: oval dome patella 3 peg sz 38; catalog: 3332040, lot: 8457955, description: smart set bone cement cmw3; catalog: 3332040, lot: 8457955, description: smart set bone cement cmw3.